Manufacturer narrative:
The erbe esu was not returned for an evaluation. It was reported by the distributor that the unit worked as intended. In addition, no anomalies were found in the device history record (DHR) of the involved unit. Finally, the distributor's investigation concluded the following for all three (3) incidents: "the surgeon used the maryland bipolar forceps instrument to seal vessels and used the auto stop feature for the bipolar coagulation mode on the erbe vio dv electrosurgical (esu) generator. The surgeon's interpretation of this feature was that completion of the auto stop tone was an indication that a vessel was adequately sealed. After completion of the auto stop tone, the surgeon observed no active bleeding from the patient's vessels, therefore the surgeon believed that the patient's vessels were properly sealed and required no additional seal. The surgeon and hospital concluded that although the surgeon was able to achieve hemostasis with one seal, the likely cause of the post-operative bleeding occurred due to an improperly sealed vessel that bled after abdominal insufflation was reduced. The hospital indicated that more than one seal should have been performed to ensure that the patient's vessel(s) were adequately sealed. The isi clinical sales representative provided the hospital information about the auto stop feature stating that the auto stop feature can be used in conjunction with the bipolar soft coag mode and that auto stop ends bipolar cautery activation automatically before tissue adheres to the bipolar instrument." Erbe USA, inc. Is now closing the file on this event.

Event description:
The distributor reported that the electrosurgical unit (esu/generator) was involved in three (3) patient incidents. The esu was used in da vinci assisted procedures (i.e., two hysterectomies and one cholecystectomy). All of the procedures were done on females and one of the patients was (B)(6). The procedure dates were not provided. The bipolar soft coag mode was used. In all three (3) cases the following information was provided: "during the patient's post-operative recovery, the patient's hemoglobin levels had dropped. The patient underwent an additional surgical procedure to determine the source of the bleeding; however, the hospital stated they were not able to locate the source. The patient was administered 2 units of blood and the post-operative bleeding was reported to have resolved on its own. The patient was released from the hospital the following day."